Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date (B)(6) 2010; inratio: 6.1; lab : 4.4. Pt has been a self-tester for approximately 5 years with generally no issues/complaints with inratio meter. Taking plavix (anti-platelet drug), aspirin, coreg/multaq (for a-fib; has had no impact on inr since use 1 year ago), coumadin.

Manufacturer narrative:
Investigation pending.